Event description:
The following was reported to hamilton medical ag: summary: the device sometimes opens without alarm and technical faults and sometimes opens and comes out alarm and technical faults tf:231032 tf:231009 tf:431002 tf:446022 tf:446030.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.